Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to get enough pain relief in the right side where all the pain is. The patient underwent a lead replacement procedure and was doing well post operatively.